Event description:
Pt had a total hip implant in 1993; in 2001 they began to have extreme pain when standing, walking, or lying down and an inability to bear weight on left leg. Also experienced grinding noise and sensations when beginning to walk or move from standing position.